Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implantation of an intraocular lens model za9003 into the eye of a female patient, a haptic broke. A vitrectomy was performed, there was vitreous loss and the capsular bag was damaged. The lens was removed and another lens of the same model and diopter was implanted successfully. No other information was provided.

Manufacturer narrative:
The intraocular lens sample was returned to manufacturer for evaluation. The lens was visually inspected in anterior and posterior views. The optic region had traces of ovd (ophthalmic viscosurgical device). A chipped edge was observed in the second line and spare tire zone; this chipped edge was just below the drill zone hole in the anchor zone. The haptic was damaged, as part of it was detached, but missing in the returned sample. The customer's reported complaint was verified. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non conformances reports (ncr) with respect to the manufacturing process. Manufacturing process control was evaluated and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.